Manufacturer narrative:
The customer reported that the cns (central monitoring system) display is blank black. The nurse had tried power cycling the display monitor, and hard power cycled the computer. Both the display monitor and computer tower have power led's illuminated. Nurses have full view of the floor and can hear the bsm (bedside monitors) alarms. While troubleshooting with nihon kohden tech support, the customer checked the cables and the display came back, however all beds were in comm loss on the display. Nurse was asked to restart device, however, when it came back up, all beds were still in communication loss. The product involved in this event has not been returned to date to allow for an analysis to be performed. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the cns (central monitoring system) display is blank black. The nurse had tried power cycling the display monitor, and hard power cycled the computer. Both the display monitor and computer tower have power led's illuminated. Nurses have full view of the floor and can hear the bsm (bedside monitors) alarms. While troubleshooting with nihon kohden tech support, the customer checked the cables and the display came back, however all beds were in comm loss on the display.

Manufacturer narrative:
Details of the complaint: on (B)(6) 2018, (B)(6) reported the cns (mu-971ra sn:1821) restarted and gave "data transferring" error message. Joe looked in the system logs and found 2 errors for windows, not the cns software. Service requested: troubleshooting/assistance. Service performed: nka ts found the customer never reboot their cns. Customer was advised that windows may need to be rebooted. Customer also mentioned they have not replaced the hdd in a long time. Customer was advised nka recommends replacing the hdd every 2 years. Customer to monitor the issue and if it becomes a bigger issue, he will call back. Investigation result: the cns warranty began 10/09/2011, which is over 6 years prior to the reported issue. Customer reported the unit had never been rebooted and the hdd had not been replaced in a long time. Per (B)(4) service manual revision e, customer is recommended to perform regular maintenance inspection at least every 6 months. A maintenance check sheet is provided in the service manual. Additionally, service manual advises customer to restart the central monitor once every three months. Otherwise, operation becomes unstable and monitoring may stop. Customer indicated this was never performed at the facility. Cns service manual also advises customer to periodically replace the hard disk as its expected lifespan is 2 years. Customer indicated this had not been performed in a long time. Actual length of time was not specified. There is no record of nka servicing performed for this unit. The root cause is determined to be use error in lack of proper preventive maintenance. Based on the given information, this issue is not suspected to be caused by deficient design of the cns. There were no further reported issues with the unit.

Event description:
The customer reported the cns (mu-971ra sn:(B)(4)) restarted and gave "data transferring" error message.